Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with shortness of breath and pacemaker-mediated tachycardia. The pulse generator exhibited inappropriate programming. The device was reprogrammed and the patient would be monitored.

Event description:
New information indicated the patient was asymptomatic following reprogramming.